Event description:
Dr. (B)(6), implant surgeon at the hospital, reported the following event to, health economics and reimbursement mgr, "please find below x-ray from a pt f/u 15 days ago. A (B)(6) coxa vara operated on 3.5 years ago using rottinger approach. Stem sitting a little proud and in a varus position, always difficult to perfectly aligned this type of hips, but excellent clinical result, leg length and lateralization. Was not complaining until a severe painful crisis in (B)(6) 2011 in the anterior part of the hip and without triggering factor. On the x-ray, major osteolysis on the calcar in 3 years otherwise asymptomatic. No other alternative that proposing a revision to the pt which is planned in (B)(6) 2012. A anatomo-pathologic exam will be done."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.